Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted without difficulty. The helix was extended with five turns. R-wave and pacing impedance measurements were good, but pacing thresholds were very high, so the helix was easily retracted and the lead was repositioned. However, the helix would no longer extend, even after 50 turns. The lead was removed from the patient and the helix functioned normally. The lead was positioned again in the patient, and again the helix would not fully extend with 70 turns. Lead measurements were taken even though the helix was only partially extended, and the pacing impedance was greater than 3,000 ohms, noise was observed, and pacing was not delivered even with maximum energy. A conductor fracture was suspected. A new lead of the same model was implanted with normal lead measurements obtained. This lead was discarded by the facility and was not available to be returned. No adverse patient effects were reported.